Event description:
Infusion pump with a failure code 801. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital rep stated that they have no record of any patient incident involving the pump since the last baxter event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming.